Event description:
Customer reports back to back testing with the advantage system and a professional meter with results of: 102mg/dl on customer's meter and 227mg/dl on professional meter, 123mg/dl on customer's meter and 259mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.